Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances which caused inadequate stimulation for the patient. The patient underwent a procedure where the lead was explanted and replaced with a new one. Post operatively, the patient was doing well.